Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all keypad button contacts. Investigation also revealed that the battery compartment was cracked and the returned battery cap was stripped/damaged. Additionally, investigation revealed that the display was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/28/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/28/2014 with the following findings: the keypad was found to be intact; however, the button symbols were worn off. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all contacts. Evaluation also revealed that the battery compartment was cracked below the bumper pad. The returned battery cap was found to be damaged/stripped. Additionally, evaluation revealed that the display was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).